Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -patient revised for elevated ion levels, found cup malpositioned. Doi (B)(6) 2002; dor (B)(6) 2011 (left hip). **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation, and infection caused by metallosis. All products are now being reported to address these issues. *update has been electronically attached to the complaint document.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.